Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. As such, a root cause could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
A customer contacted global technical service (gts) reporting a system error 2240/2367 (air in line) during initial drain on the homechoice (hc). The technical service representative (tsr) explained the system error 2240 to the home patient (hp) and instructed the hp to close all the clamps and cycle the power on the hc. The system error 2367 followed on the hc. The tsr explained the system error 2367 to the hp and had the hp turn the hc off. The tsr advised the hp they must start over with all new supplies due to both system errors. The tsr also advised the hp to contact their peritoneal dialysis registered nurse (pdrn) as soon as possible to notify them of the system errors and the hp understood. The hp stated they did not do anything different on the hc tonight and did not notice anything different at all about the supplies. The hp was to start over with new disposables. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.